Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. A laa perforation occurred upon partial recapture attempt of the 27mm device. A pericardiocentesis was performed and was unsuccessful at preventing tamponade. The patient required surgical repair and ligation of the laa. The patient was stable post-procedure and was discharged.